Event description:
The surgeon was performing a partial knee arthroplasty procedure with the assistance of the robotic arm interactive orthopedic system (rio). After femoral resection was completed, the burr failed accuracy registration and system did not allow surgeon to move on to tibial resection. Multiple attempts at rio registration also would not pass. The mako rep present at the case shut down the rio, and the surgeon successfully passed registration. The surgeon then noticed that the femoral resection appeared off, with post hole resection shifted compared to the surface resection. The surgeon verified system accuracy, adjusted the implant plan, and used the rio to resect the adjusted femoral surface and post holes. The femur tracked in the center of the tibia. The case was completed successfully.

Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been initiated at mako surgical. The root cause of the issue was debris on the joint position sensor (joint encoder), which caused accumulation of robot error over time - errors of a fraction of a millimeter compounding to greater than 3 mm. The issue was detected when the surgeon was not able to pass checkpoints for the tibia cut because error was high (2.6 mm). The mako rep powered down the system and performed homing again, which allowed them the temporary fix to continue the case. After the case, the field service engineer (fse) found the joint position sensor (joint encoder) to be dirty causing the issue. The fse cleaned the encoder glass and this resolved the issue and cleared the system for use. To prevent the buildup of debris in the joint 6 encoder, the training program suggests that the rio drapes are removed with the j6 joint pointed downward towards the floor to prevent any surgical debris from entering the j6 encoder. This was discussed with the mako rep to help prevent reoccurrence of the issue.